Manufacturer narrative:
The device was returned to mentor for evaluation. Mentor completed a visual inspection, leak testing, and microscopic examination of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and it identified two (2) tears on the anterior view, both measuring approximately 0.1 cm. Additionally, no other tears were observed during the analysis. A microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures.

Event description:
It was reported that a 50-year-old caucasian female patient underwent a primary breast augmentation surgery with 330cc mentor smooth round high profile saline breast implants. Post-operatively, the patient experienced a deflation of her right breast prosthesis, which was confirmed during a physical exam. She was then diagnosed with capsular contracture of an unspecified baker grade in the right breast. As a result, the patient underwent removal and replacement with 525cc mentor memorygel xtra breast implants on (B)(6) 2023. During the explant procedure, it was discovered that both devices were deflated. There were no surgical delays or patient consequences reported due to the deflation discovered during the explant procedure. The devices were returned to mentor for evaluation. Both devices have the same lot number. After several follow-ups, no clarification was received regarding the sides of implantation. As such, this report will refer to the side of implantation as side a. Refer to manufacturing report number 1645337-2023-01602 for the contralateral event (side b). The date of implantation provided occurred prior to the manufacture date of the implant. The date of implantation was provided as an estimate, and no clarification has been received. If new information is received, a supplemental report will be submitted.

Manufacturer narrative:
On april 05, 2023, mentor became aware that information was inadvertently omitted from the initial report. Manufacturer¿s reference number: (B)(4) in the initial report, additional manufacturer narrative should have included the following statement: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.